Manufacturer narrative:
A ge service rep performed an on site investigation. The software upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 7900 system had intermittent blank images. No pt injury was reported.